Manufacturer narrative:
No samples were returned for evaluation; therefore, a root cause could not be determined. A review of the device history record could not be performed as a lot number was not provided. Cardinal health will continue to monitor and trend all similar reported product related issues.

Event description:
Customer reported employee said that hot pack exploded on her wrist above the gloves in (B)(6). She washed it off and most of the product was on the floor. The lot number is not available, and the hot pack was discarded. No injury /adverse effect noted.